Event description:
Lipids were running at 2.2 ml/hr on a pump module and heparin was running at 1 ml/hr on a syringe module. Both were "y'd" into a central line. The lipids were found to have backed up into the heparin line right up into the syringe and leaked out a small amount at the connection between the syringe and the tubing. The pressure readings were okay and were not noted to be climbing at all. The occlusion pressure on the pump module is 150 mmhg and the syringe module is set to low (200 mmhg). The facility uses a set with a pressure sensing disc in it and have fast start and back-off enabled. The syringe used for the heparin was a 60 ml syringe. There was no pt harm or medical intervention. The tubing was not saved. The devices were not sequestered and serial numbers are unk. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported back up into the syringe because the set had been discarded and the devices were not sequestered. The root cause of this failure could not be identified. The customer was informed that since lipids are oil-based and different from water-based medications, some mixing at low flow rates can occur due to osmotic pressure differences which attempt to diffuse the lipid into the clear fluid. Along with this, the black rubber bung on the syringe has "give" and can allow back-up to occur. The customer was encouraged to use the smallest syringe size possible in order to help prevent this from occurring.